Manufacturer narrative:
Complaint no: (B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted.

Event description:
It was reported that a patient failed to follow therapy steps during peritoneal dialysis therapy. The patient connected before priming. The patient contacted baxter's technical services center regarding a 45 minute power outage in the home, which occurred on the homechoice at press go to start. When power came back on, the patient did not pay attention and ended up hooking up to the homechoice thinking it was at the connect yourself prompt. The baxter technical service representative advised the patient that they must start over with all new supplies on the homechoice and explained why. The patient would start over with all new disposables. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.